Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdonimal aortic aneurysm approximately 4 months ago. Aneurysm and vessel morphology were not reported. It was reported that originally the talent was planned to land under the main renals. At time of implant, an accessory renal was noted. They decided to land under the accessory renal about 1 cm below the main renal. The neck was a little larger under the accessory and the stent graft was probably a bit undersized. A type 1 endoleak was found during a routine follow-up which is likely due to the stent graft being under sized. The patient will be treated with a proximal cuff next week. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): results: (endoleak), (accessory renal). Conclusions: (accessory renal).